Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('severe endometritis') and embedded device ('embedded foreign body essure'). In an adult female patient who had essure (batch no. 628433), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, endometritis, embedded device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, hypersensitivity, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. And the genital haemorrhage, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, fatigue, migraine, headache, visual impairment and weight decreased had resolved. The reporter provided no causality assessment for embedded device and endometritis with essure. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2008, (B)(6) 2009. Received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), blood/heart disorder, general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, migraines, headaches, vision problems, weight loss. Essure insertion details: essure number of coils right 5, left 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2009, essure confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: endometritis, genital hemorrhage, embedded device, urinary tract infections, and vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical records received: events: "endometritis and embedded device" were added, essure lot number was added. This case is medially confirmed. Essure insertion date and reporters were updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('severe endometritis') and embedded device ('embedded foreign body essure') in an adult female patient who had essure (batch no. 628433) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, endometritis, embedded device, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, hypersensitivity, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, fatigue, migraine, headache, visual impairment and weight decreased had resolved. The reporter provided no causality assessment for embedded device and endometritis with essure. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008, (B)(6) 2009 received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), blood/heart disorder, general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, migraines, headaches, vision problems, weight loss. Essure insertion details: essure number of coils right 5 left 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test- bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "endometritis, genital hemorrhage, embedded device, urinary tract infections, and vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, hypersensitivity, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, blood disorder, cardiac disorder, fatigue, migraine, headache, visual impairment and weight decreased had resolved. The reporter considered abdominal pain, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008, (B)(6) 2009 received treatment for chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), blood/heart disorder, general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, migraines, headaches, vision problems, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test- bilateral occlusion.. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case becomes incident. Previously reported event injury nos was removed. New events pelvic pain, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, bleeding menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), blood/heart disorder, general abnormal bleeding, hypersensitivity, rash/skin condition, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraines, headaches, vision problems and weight loss were added. Essure indication, insertion and removal date were added. Patient date of birth were added. New reporter and consumer address were added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.